Event description:
It was reported that, in (B)(6) 2021, an endoscopic trans oral thyrodectomy (toeva) was performed, in which harmonic hd1000i was used among other products. A few months later the patient had an accident (non surgery related). During test, due to the accident, a metal debris was found where the surgery was performed. According to the surgeon, the surgery went well. To her assessment, it is possible that the metal debris was from a single use device because if it was from a reusable device, it would have already been identified in the operating room during routine activities. Also, the surgeon doesn't use clips and sutures in this type of surgery. Nevertheless, the surgeon acknowledges that the generator that operates the harmonic hd device never showed any indication for device malfunction and her assessment is not based of any findings.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what efforts were made to locate the pieces of the blade tip (metal debris) during the procedure? Are there any plans to locate the pieces? Was there any change in the patient care as a result of this event? What is the current patient status? There was no effort to locate the pieces of blade tip during the procedure ¿ it was not noticed to be missing. No planes to locate the pieces. There was no change in patient care as a result of the event. Patient went home after surgery. He was involved in an accident later with no connection to the surgery and a metal piece was found. It was only assumed that it was from the device (after interviewing the surgeon). The patient status is not known to us. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.